Event description:
Pt treated in hosp for hyperglycemia. Reporting nurse reports that pump appears to be working correctly. Pt is under stress and menstruating. According to pt, these two factors have always caused bg control problems.